Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device comes up with red x and goes into service mode causes display to blank out and then reboots. No patient involvement was reported.